Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number, expiration date, and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that the hex of the abutment was stuck in the internal channel of the implant and the out stabilization ring was broken off.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
After additional information was received on march 02, 2022, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR submitted on tue mar 01 09:53:44 est 2022 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. Based on the information received on march 02, 2022, new product was added and reported on MFR-0002023141-2022-00698.